Manufacturer narrative:
Supplemental report to reflect no product return evaluation. New codes added to h6 type of investigation, investigation findings, investigation conclusions, and h.11. A technical summary written by edwards lifesciences applies to this complaint event and establishes, through extensive complaint investigations, that sheath liner tear events have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending. The technical summary applies to this complaint event and establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. This event will be included in ongoing monitoring and trending. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. Review of complaint activities/attachments revealed information relevant to the complaint event. There was mild tortuosity moderate calcium and the lumen sized 8.5-11.8mm. Per imagery review, the associated valve and commader delivery system were exposed through the liner puncture. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The resistance was confirmed based on evaluation of the returned procedural imagery. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as it was reported that there was mild tortuosity and moderate calcification in vasculature. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The liner puncture was confirmed based on evaluation of the returned procedural imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the event. During delivery system advancement through the sheath, it is possible that the devices may not be coaxially aligned due to vessel tortuosity and calcification. This can lead to the crimped valve to catch onto the sheath liner and lead to resistance. It is possible that additional device manipulation to overcome resistance during the procedure may have caused the liner to puncture, subsequently leading to dissection. Product risk assessment is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfere with access vasculature resulting in additional surgical intervention, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, detailed in technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the control limit. No further escalation is needed at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to voluntary medwatch uf/importer report #1700400000-2024-8007, sections g6, h2, and b5 updated.

Event description:
As reported by a field clinical specialist (fcs), the seam ripped on esheath, and the valve was not deployed. The valve and commander delivery system (ds) went through the side wall of the esheath. The fellow was inserting the commander ds through the 16f esheath. They were having difficulty pushing the device, so they panned the table to see the groin and noticed the commander ds was prolapsed outside the sheath. The artery was dissected, and patient was bleeding internally. The device and sheath were removed together, and the surgeon fixed the common femoral artery. Upon follow up, the fcs advised that the damage occurred while trying to insert the delivery through the esheath. It looks like a liner puncture. There wasn't a steep angle on insertion. The surgeon cutdown to expose the common femoral artery for access. The damage was limited to the esheath shaft. The patient had a dissection in the femoral artery. The surgeon had to expand his cutdown to surgically repair the artery. The artery was sutured and post angio show flow to distal vessels. The surgeon did say that the artery wall was very thin. The patient is stable and recovering. They did not note any abnormalities during the prep of the commander and sheath. The hospital kept the device. Upon receipt of voluntary mw, the facility reported during the tavr procedure, while the valve deployment sheath was being advanced in the femoral artery, the deployment device/valve broke through the sheath and was unable to be deployed. As the surgeons were pulling the sheath back to remove from the patient, the sheath dissected the iliac artery. The patient's blood pressure began to lower and had to perform an emergent abdominal/groin incision to repair the artery. Due to the emergent nature of the procedure, additional supplies and instruments were unable to be counted. The surgeons decided to not proceed with the tavr portion of the procedure, and the valve replacement was aborted. The patient's incision was then closed, and the patient was transported to cti.

Event description:
As reported by a field clinical specialist (fcs), the seam ripped on esheath, and the valve was not deployed. The valve and commander delivery system (ds) went through the side wall of the esheath. The fellow was inserting the commander ds through the 16f esheath. They were having difficulty pushing the device, so they panned the table to see the groin and noticed the commander ds was prolapsed outside the sheath. The artery was dissected, and patient was bleeding internally. The device and sheath were removed together, and the surgeon fixed the common femoral artery. Upon follow up, the fcs advised that the damage occurred while trying to insert the delivery through the esheath. It looks like a liner puncture. There wasn't a steep angle on insertion. The surgeon cutdown to expose the common femoral artery for access. The damage was limited to the esheath shaft. The patient had a dissection in the femoral artery. The surgeon had to expand his cutdown to surgically repair the artery. The artery was sutured and post angio show flow to distal vessels. The surgeon did say that the artery wall was very thin. The patient is stable and recovering. They did not note any abnormalities during the prep of the commander and sheath. The hospital kept the device.

Manufacturer narrative:
Investigation is ongoing.